Event description:
The customer reported low battery life from the insulin pump, and cracks and damage to the device. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was 151 mg/dl. No further information was provided.

Manufacturer narrative:
Findings: pump received with blank display due to corroded battery tube. Unable to verify low battery alarm or weak battery alarm due to blank display. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.